Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) cycled the power to clear the alarm. The home patient (hp) disconnected during a manual drain in dwell 1 of 4 and did not cap themselves off. The caller called their registered nurse as the transfer set had leaked due to this use error. The hc was at "press go to start." The caller pressed "go" and unloaded the cassette at "load the set." The caller would call back if there were any further problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(4) 2012 regarding a leak. The cg stated that the home patient (hp) disconnected herself and did not cap her transfer set. The cg stated that the hp did not get any solution on her and that everything was okay. The cg stated that the hp has not had any further problems. There have been no other issues with therapy and there was no patient injury or medical intervention reported. No adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.